Event description:
It was reported that the patient had the artificial urinary sphincter removed due to mechanical failure. The pump would not deactivate or lock and filled up very quickly. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. The result was good and the were no patient complications.